Event description:
It was reported via medwatch mw5187937 that device detachment occurred. The patient presented for left heart catheterization and peripheral angiography as an outpatient. Intervention was needed after diagnostic intervention was completed. After the 2.25 x 8 mm synergy xd stent was implanted, the stent balloon became stuck in the distal right coronary artery. Most of the device was removed, but part still remains in the patient. The procedure was completed as the stent was already delivered at this point. No surgical intervention was performed. The patient had continual chest pain unrelieved with pain medication. The patient was transferred to the intensive care unit for continued care. Chest pain remained at time of transfer. There were no EKG changes from baseline. The patient condition post procedure was stable with chest pain.